Event description:
Tip of vein hook broke off during procedure. We were unable to locate the tip, x-ray taken, and showed the tip in lateral aspect of the right lower thigh. Doctor made aware he did not feel that he could successfully retrieve the tip due to size.